Event description:
Major pump unit(s) involved: blood pump.additional text: heartmate xve.specific component(s) involved: other component malfunction.other component: hm xve end of life.causative or contributing factor: no specific contributing cause identified.intervention(s): switch from vented electric to pneumatic-mode.implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: other component malfunction.